Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a robotic laparoscopic prostate procedure, when firing across the dorsal venous complex the staple line is incomplete in the distal part. The staples were complete and formed correct out 40 mm and it didn't just staple the last 5mm. The surgeon sutured the last 5mm.